Manufacturer narrative:
Citation: giustino g. Procedural outcomes with new-generation transcatheter aortic valve devices in real-world clinical practice: the pragmatic-ii (pooled rotterdam ¿ milan ¿ toulouse in collaboration) study. Journal of the american college of cardiology volume 70, issue 18 supplement, october 2017 doi: 10.1016/j.jacc.2017.09.1147 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural outcomes with new-generation transcatheter aortic valve devices in real-world clinical practice: the pragmatic-ii (pooled rotterdam¿milan¿toulouse in collaboration) study. All data were collected from multiple centers between 2011 through 2015. The study population included 1884 patients, 120 of which were implanted with medtronic evolut r and an unspecified number of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, permanent pacemaker implantation, coronary obstruction requiring intervention, valve-related dysfunction requiring re-intervention, major vascular complication and bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.